Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, compression fracture involved in the balloon kyphoplasty procedure. It was reported that post-operatively, cement leakage was confirmed in the spinal canal by postoperative CT. The patient had no symptoms such as paralysis and no additional treatment was performed. There was a piercing of the medial pedicle during the procedure, and it seemed that the cement leaked from there. It was possible that the cavity was not formed properly due to the damage of the balloon during the operation. Cement was mixed for 30 seconds. Cement was doughy and homogenous prior to delivery into the patient. Labeling was followed throughout the procedure. On (B)(6) 2021, no information about balloon breakage and the puncture was obtained on (B)(6) 2021, received additional information that levels treated/implanted- l1. Cement leaked at implanted level. There is no plan for revision surgery. There is no malfunction with the entire products in the kit.